Event description:
It was reported that there was a clot in the reservoir and the blood was unable to drain. A 300 cc of blood was discarded. No pre-donated or bagged blood was required.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation. (B)(4): device will not be returned.